Event description:
The manufacturer received information alleging one of the two tabs used to hold a disposable swivel exhalation port together broke off and entered the patient's airway. The small piece of plastic was expectorated by the patient and no permanent harm or injury occurred. The reporter of the event stated that the issue occurred when the patient was being removed from the ventilator. The reporter of the event went to the home where the event occurred and observed the caregivers removing the patient circuit in a way that placed stress on the disposable swivel exhalation port. The caregivers were instructed on how to properly remove the patient from the ventilator to avoid placing undo stress on patient circuit components. The manufacturer concludes the cause of the reported event was user error.